Event description:
It was reported that a clearlink secondary medication set did not flow. This occurred during infusion of vancomycin. The device was being used in a setup with a clearlink continu-flo solution set. The reporter stated that fluid was ¿only getting pulled from a primary IV bag instead of the secondary one when they are piggybacked.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.